Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported patient believes she has "breast implant illness." This record is for the left side. Device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: underweight, broken and opening crease sharp, stress marks, crease fold, wear abrasion and missing shell (0-25%). Base on the device analysis the final assessment is: opening crease sharp on anterior due to fold flaw opening and a missing shell due to inconclusive.

Event description:
Additionally, healthcare professional reported seroma-late. Device was explanted.